Manufacturer narrative:
E1 - facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had an issue, visibility was dark. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. E1: facility name= (B)(6) hospital. Updated fields: b5, d8, d9, e1, g3, g6, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle was broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the failure "visibility was dark" was no problem detected. The failure "light guide bundle was broken" was caused by a component failure of distal end. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
This event occurred at the pre-use inspection for a therapeutic procedure. The procedure was completed.